Event description:
This rv lead was implanted on (B)(4) and remains implanted as of this time. A call was placed to technical services on 04/25/2006 stating that this lead had more than 2000 ohms. Noise was noted on the rv lead following the lead safety switch. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)